Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with less than 100 units of insulin. Customer¿s blood glucose level ranged from 123 mg/dl to 124 mg/dl. Reportedly, customer added insulin to the cartridge and loaded it successfully.